Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 400cc mentor memorygel breast implant being used for a primary breast augmentation ruptured intraoperatively. Small holes were observed on the implant during the implantation surgery. There was a short delay due to removing the damaged implant and replacing it with a new implant. However, no patient consequences were reported due to the short delay. At the time of this report, there is no evidence of a need for additional surgical intervention, but a supplemental report will be sent if additional information is received.

Manufacturer narrative:
On 17-jun-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed in accordance with mentor procedures, and 2 (two) tears (a and b) were observed on the anterior aspect measuring approximately a and b: less than 0.1 cm. Microscopic examination was performed on the edges of the ruptures, and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4-may-2021, mentor received additional information regarding the suspected medical device. Initially, the lot and serial numbers of the suspected medical device were reported as 9518726 and 9518726-062 respectively. However, additional information indicates that the actual lot number is 9518724, and the serial number is currently unknown. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The relevant fields have been updated. Manufacturer's reference number: (B)(4).